Event description:
It was reported to philips that the heartstart mrx defibrillator failed the morning operation test. The status log showed charge shock failure therapy pca. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.